Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for low blood glucose levels. The customer's blood glucose at the time of the hospitalization was 69 mg/dl. The customer was treated with an IV and fluids. The customer and her doctor believed that the insulin pump was overdelivering insulin to her. The customer stated that her blood glucose levels were low and dropping prior to the hospitalization. Troubleshooting was done. Advised customer to monitor insulin pump and call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.